Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was no troubleshooting done. They were thinking of doing external troubleshooting, however, the patient indicated that the stimulation shutting off did not just happen once but multiple times. Patient stated that they wanted to inform their doctor but stated "every time I get them I kept forgetting to tell them". Agent asked about the implant battery when the stimulation would turn off and patient stated that "sometimes it will still have half a battery, but will shut down". The patient requested for a rep for 2 reasons: to readjust the therapy and because of the stimulation shuts off for no reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they need a medtronic rep to meet with them at their next doctor's appointment at spine institute. Patient mentioned they'll have their next shot this (B)(6) and would also have their routine therapy adjustment. Patient also reported an issue about their therapy. Patient mentioned about a year ago, the noticed that their stimulator shuts off on its own for no reason. Patient added they would notice this since their implant battery would stay longer than the usual. Patient confirmed that they have not told this to their managing doctor (hcp). Agent offered to send an email to assign medtronic (mdt) reps to meet with them for their therapy reprogramming and advised them that once the mdt rep calls them, to inform the rep about the stimulation issue.

Manufacturer narrative:
H.11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6: codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they figured out what was going on. Patient did not use the case to carry it [controller] in and would just put it in their purse and some thing would hit it and shut if off. Patient stated that everything is ok now.